Manufacturer narrative:
On 14 march 2017 the manufacturer of the instrument provided a document review for the product involved in this complaint reporting as follows: batch released on date: 19 january 2017. N. Of pieces released: (B)(4). Comments: all the steps, according to our routing sheet and relative drawings, have been performed correctly as well as the dimensional and functional controls. We have not received other complaints for this batch. Conclusions: there aren't non conformity elements in the document review. Batch review of the implant involved in this report, performed on 27 march 2017. Mpact acetabular shell ø50 two-holes, code 01.32.150dh. Lot. 165896 (k132879) (B)(4) items manufactured and released on 11 november 2016. Expiration date: 2021-11-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 30 march 2017 the (B)(4) r&d project manager performed a visual inspection of the product involved in this complaint reporting as follows: as results of this inspection is it clear that the rotation of the cardan parts is blocked. A deformation of the cardan joint close to the threaded connection is visible: in particular it seems that the pin which assemble the cardan connection has been deformed during the usage. Maybe an hight torsion applied to the handle to disengage from the implant cup should be the root cause.

Event description:
Cup inserter broke upon impaction. The inserter would not disengage from the cup. The surgeon had to remove the cup and use a straight insert to complete the surgery. There was approximately a 40 minute delay in surgery. The surgery was completed successfully. Instrument is available.